Event description:
It was reported that the right atrial (ra) lead upon beginning interrogation, was under detecting due to under sensing or slow atrial activity falling into device blanking and occasionally mode switching on the right atrial (ra) lead, resulting in under detection of atrial fibrillation (af). The ra lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.